Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient connected to the patient line prior to priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a use error that occurred during the initial drain of peritoneal dialysis therapy, where the home patient stated that they connected to an unprimed line. The home patient stated they thought the machine had completed the prime. The technical service representative instructed the home patient to turn off the machine and start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.